Event description:
Update rec'd 4/13/2015- medical records received. Upon revision, cloudy gray synovial fluid, granulation tissue, and osteolysis were noted. The information received does not change the MDR decision. This complaint was update on 4/20/15.

Event description:
Asr revision reported via sales rep. Asr xl, right, asr cup revision. Patient reported pain. States it was mostly muscular pain. Primary surgery done by dr. (B)(6) about 7 years prior. Head, stem and sleeve reported as remaining in situ. Litigation also received (B)(6) 2015. Litigation alleges elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).